Event description:
The customer reported to maquet that a rubber bumper fell of the surgical light ceiling suspension during surgery. No injuries were reported. The bumper did not touch anyone, nor was the surgical field contaminated. (B)(4).. Reference MFR report number 9710055-2013-00015.